Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 19-may-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving fentanyl (6000mcg/ml at 3077.3mcg/day), dilaudid (1mg/ml at 0.529mg/day), and prialt (7.5mcg/ml at 3.8467mcg/day) via intrathecal drug delivery pump. The indication for use was noted as failed back syndrome. It was reported that the patient never really felt like the pain pump helped him from the day he had it implanted. No environmental, external, or patient factors were reported to have caused this issue. The hcp brought the patient in to have his catheter pulled down to a lower level. The catheter tip was placed at t9 on the original implant. It was still there at the start of the revision. The hcp believed that the patient would get better results with a lower catheter placement. During the procedure, the hcp located the previous anchor to the catheter, cut it off and pulled the catheter tip down to mid-l2. He then added a new anchor and spliced the catheter back in place. The issue was said to have been resolved and the patient was "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the patient was doing better and had been able to ambulate better with less pain. Patient's weight was (B)(6) at the time of the event. No further complications were reported.